Manufacturer narrative:
Qty: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The observation is that when you reduce a duraloc constrained liner it ¿clicks¿ into its reduced position but it doesn't reduce fully until you apply an additional force. When this is adequate, you feel a second ¿click¿. Per surgeon, he has revised thirteen cases for dislocation.

Manufacturer narrative:
The complaint states the observation is that when you reduce a duraloc constrained liner it ¿clicks¿ into its reduced position but it doesn¿t reduce fully until you apply an additional force. When this is adequate you feel a second ¿click¿. An email was received from mr (B)(6) which was reviewed by bioengineering; the additional information provided by mr (B)(6) was reviewed by bioengineering in (B)(4) which states; the information has been reviewed. An investigative test has been completed which shows that the duraloc constrained liners can produce two distinct sounds upon assembly ((B)(4)). Further investigation is required to determine the effect of inserting to the two different points on the dislocation load. The issue has been escalated to the post market surveillance team and react product issue escalation (pie) record # (B)(4) has been initiated to document the issue. A complaint database search identified previous complaints associated with implant dislocation however a lot specific search or review of manufacturing records could not be conducted as no lot numbers were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.